Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the hcp accidentally performed a pocket refill during a pump refill procedure. It was stated that, after a while, the patient suffered from withdrawal/underdose effects. Once at the hospital, the hcp checked the actual drug volume in the reservoir and no drug was remaining. Further complications were not reported. Additional information was received. It was indicated there was no pocket fill. It was stated the patient went to the hospital with their pump in critical alarm and the pump was empty. It was indicated the refill interval was 40 days and this interval was kept accurately in the past. The hcp stated per their documentation the next refill should be on 2019-jul-04 and did not understand why the pump was empty. It turned out in their documentation of the last refill they mixed the date format (dd/mm and mm/dd), so instead of the refill on 2019-apr-07, they were going to call the patient in on 2019-jul-04. The pump was still working exactly the way it was supposed to. Additional information was received. It was indicated the critical alarm occurred on (B)(6) 2019. The patient was receiving baclofen (2000 mcg/ml at 850.7 mcg/day). The pump was successfully refilled and the patient symptoms resolved.